Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported getting a power interrupted message which indicates an unexpected loss of power occurred. There was no patient involvement.